Event description:
It was reported that the instrument was used during a laparoscopic prostatectomy. Sometime into the operation, the instrument stopped working. Troubleshooting started: cleaning it, re-torqued it, test pin (worked fine) but nothing helped. Instead, a new instrument was picked out and was used for the remaining of the operation. After this, the operation proceeded without further problems. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5ha device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected a this process. The batch history records were reviewed with no anomalies noted during the mfg process.